Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter balloon migrated into the urethra while it was still inflated. This event occurred after the foley catheter was stepped on. Allegedly, there was difficulty removing the catheter from the patient's urethra and the nurse was unable to deflate the balloon while using a 30cc syringe. Per additional information received from the ibc representative on (B)(6) 2018, the adult patient stepped on the foley catheter. The balloon migrated from his bladder into his urethra. The nurse removed the foley catheter while the balloon was still inflated and the patient had blood in his urine.

Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. The sample could not be inflated due to poor sample condition. No conditions were found on sample that could be associated with reported event. Due to the poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the foley catheter balloon migrated into the urethra while it was still inflated. This event occurred after the foley catheter was stepped on. Allegedly, there was difficulty removing the catheter from the patient's urethra and the nurse was unable to deflate the balloon while using a 30cc syringe. Per additional information received from the ibc representative on 26-oct-18, the adult patient stepped on the foley catheter. The balloon migrated from his bladder into his urethra. The nurse removed the foley catheter while the balloon was still inflated and the patient had blood in his urine.